Manufacturer narrative:
Customer provided details of the emergency room visit. Customer was dehydrated and experienced high blood glucose reading. The blood glucose reading was in the 500 range. Customer stated that she was treated and released. Nothing further reported.

Event description:
It was reported that customer was hospitalized for high blood glucose levels. The blood glucose level was not included in the report. Customer reported that the insulin pump did not alarm for high blood glucose increase. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.